Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported that he went swimming with the unit. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing display window cover, cracked middle (enter) keypad button, scratched keypad overlay, keypad overlay texture damage, scratched case. Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No blank displays were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool confirms the following pump errors which could potentially trigger a critical pump error: pump error 3 @ (B)(6) 2021 14:41:13.000; pump error 4 @ (B)(6) 2021 19:59:42.000 and (B)(6) 2021 11:36:31.000; pump error 53 (filenumber = 26, linenumber = 3540) @ (B)(6) 2021 19:59:42.000; pump error 54 @ (B)(6) 2021 14:41:11.000. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7, j6; pcba2--j1, lcd flex cable terminal. In summary, the customer¿s report that he went swimming with the unit was confirmed. The high sleep current measurement is due to the moisture damage found on both boards, and the pump errors are due to software errors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to water and lost power and did not came back on. Customer had tried new batteries but nothing happened. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.